Manufacturer narrative:
D10 concomitant products: unknown ligasure instrument - unknown ligasur, lot# unknown literature events: author: tatsuya manabe1 · yusuke mizuuchi2 · keiichiro okuyama1 · shin takesue1 · takaaki fujimoto1· futoshi tanaka1 ·masafumi nakamura2· hirokazu noshiro1 title: feasibility and usefulness of the elongation of ileocolic pedicle with extended ileal resection on secure anastomosis after laparoscopic restorative proctocolectomy: a retrospective observational study, tatsuya manabe, techniques in coloproctology source: https://doi.org/10.1007/s10151-02403091-2 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study including 60 cases of laparoscopic restorative proctocolectomy with tension-free ileal pouch-anal anastomosis for ulcerative colitis and familial adenomatous polyposis was completed between 2009 and 2022. The device was used to divide the mesentery from the colon and to resect the terminal ileum conserving the ileocolic vessels. An unknown linear stapler was used for large bowel resections. Anastomoses were completed using an unknown stapler or were hand-sewn. Complications included intraoperative blood loss up to 1,185ml. No interventions for the blood loss were mentioned.